Event description:
Replacement new design CPAP mask doesn't fit properly and cannot be adjusted to avoid laceration to skin near bridge of nose. Laceration caused by hard shell inside mask. Manufacturer refused to discuss the problem with me.